Manufacturer narrative:
The crep2 reagent lot number was 783221 with an expiration date of 31-dec-2024. On (B)(6) 2024 the customer¿s technician replaced the rinse station tubing, a vacuum bottle, and the spring for a probe holder. On (B)(6) 2024 the customer¿s technician adjusted the ultrasonic mixer. On (B)(6) 2024 the customer¿s technician adjusted the entire ultrasonic mixing unit. On (B)(6) 2024 the roche field service engineer (fse) performed instrument performance testing and a carry over needle assessment (cona) test. All results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 701 module. Patient 1 initial result was 1.31 mg/dl. The repeat result was 0.98 mg/dl. On (B)(6) 2024 patient 2 initial result was 2.69 mg/dl. The repeat result was 0.75 mg/dl. On (B)(6) 2024 patient 3 initial result was 2.94 mg/dl. The repeat result was 1.35 mg/dl.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.